Event description:
Initial reporter indicated to their manufacturing consultant that their (B) (4) handheld computer was freezing on several different screens. The handheld contained (B) (4) programming software. The handheld and software are at the manufacturer pending completion of product analysis.